Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s caregiver sought assistance with an ilet factory reset after the clinician requested a relearning process due to missed and incorrect meal announcements, including an unannounced dinner that preceded a blood glucose rise to 265 mg/dl before returning to 157 mg/dl. The event was attributed to user procedure issues involving the user interface of the pump. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions for meal announcements and meal sizing, classified as an improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.